Event description:
It was reported that during an iliac artery stenting procedure, a stent dislodgement occurred. The location of the lesion was the tortuous iliac artery, however, which iliac artery, the percent of the stenosis of the lesion, and degree of calcification are unk. Upon insertion, the express-biliary ld 10mm x 60mm x 75cm stent dislodged from the stent delivery system. The procedure was completed with a different device. There were no reports of a pt injury, however, the pt's status is unk. Additional info has been requested.